Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine, fentanyl, and unknown morphine via an implantable pump for non-malignant pain. It was reported that the communicator stopped charging and would not charge anything else. The patient stated that they tried different cords, and they were fine. An agent asked if the patient bought a new cord and the patient said yes. The patient stated that this started several days ago. The agent walked the patient through resetting the communicator. The troubleshooting steps that were taken resolved the issue. The patient saw the orange charging light and stated they would monitor that. On dec-01-2025, additional information provided from a consumer stated that the communicator still was not charging. The patient tried different charging cords/outlets and stated the reset that was done previously did not resolve the issue. An agent sent a request to repair to replace the communicator.

Manufacturer narrative:
D9. Concomitant product listed in d10 was returned and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, product type: accessory, serial/lot #: (B)(6), ubd: 15-may-2024, UDI#: (B)(4). H3. Analysis identified the micro usb charge port was loose on visual observation. Electrical failure was noted; there was a burnt l3 on charge board, and device did not power on after 1.5 hours. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.